Manufacturer narrative:
(B)(6). As reported in the literature article by((B)(6), one patient required additional balloon dilatation after placement of a precise pro 9x40mm stent due to residual stenosis. Advancing the precise pro stent was difficult owing to the kinked anatomy of the sigmoid sinus and the stiffness of the stent system. Access was obtained via the right common femoral vein (cfv). The product was not returned for analysis. No lot number was provided therefore a product history record (phr) review could not be generated. Without the return of the device for analysis or images for review, the reported customer event could not be confirmed. Stenosis is a narrowing in the large arteries located on each side of the neck that carry blood to the head, face and brain. The narrowing usually results from atherosclerosis, or a build-up of plaque on the inside of the arteries. Over time, stenosis can advance to complete blockage of the artery. Carotid artery angioplasty and stenting can be used to treat stenosis. A stent may be placed in the artery to expand it and hold it open. Difficulty tracking a catheter through the vasculature is a known procedural occurrence. The consequences of tracking difficulty occurring during clinical use of the device are usually addressed by modification in technique or substitution with another device. Tracking difficulty is most commonly related to the patient anatomy, operator technique and appropriate device selection. Therefore, the potential for patient injury/death occurring as a result of any tracking difficulty is remote. Usage of the product other than that indicated in the product's instructions for use (IFU) may involve additional risks not described in the labeling. Given the limited information available for review at this time, and without a lot number to conduct a DHR, there is nothing to suggest that the reported event is related to the design and manufacturing process of the device. Therefore, no corrective action will be taken.

Manufacturer narrative:
Additional information is pending and will be sent in upon 30 days after receipt.

Event description:
As reported in the literature article by belachew, n. F., baschung, s., almiri, w., encinas, r., kaesmacher, j., dobrocky, t., schankin, c. J., abegg, m., piechowiak, e. I., raabe, a., gralla, j., & mordasini, p. (2021). Casper versus precise stent for the treatment of patients with idiopathic intracranial hypertension. Clinical neuroradiology, 10.1007/s00062-021-01024-2. Advance online publication. Https://doi.org/10.1007/s00062-021-01024-2, one patient required additional balloon dilatation after placement of a precise pro 9x40mm stent due to residual stenosis. Advancing the precise pro stent was difficult owing to the kinked anatomy of the sigmoid sinus and the stiffness of the stent system. Access was obtained via the right common femoral vein (cfv). The device will not be returned for evaluation.